Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below knee artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.